Event description:
Device malfunction: mislocation of clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device, attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the clip was deployed, but when the device was removed, the clip was located on the distal end of the device. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported that device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.